Event description:
Baxter japan reports that the occluder feet on a transfer set were broken. There is no patient injury or medical intervention reported according to the international affiliate.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter, renq-CAPA-19. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.